Event description:
Received a med watch form- customer reported during dialysis a positive blood leak alarm was noted approx 5 minutes after initiating treatment. Unable to return pt's blood, estimated blood loss 200 cc. Treatment was continued using new dialyzer. Pt required 2 units of prbc transfused. Conclusion: the pt sustained an estimated blood loss of 200 cc. The pt was transfused two units of packed red blood cells at the next dialysis treatment. A decrease in the pt's hemoglobin from 7.0 mg/dl to 6.1 mg/dl five days later is documented.